Event description:
Pt was having a loop recorder removed. When the md was removing the loop recorder with hemostats, a piece of the loop recorder broke off. The piece was able to be retrieved from the patient's chest. Manufacturer response for loop recorder, sys linq ii mon insrtbl card (per site reporter). Local medtronic representative was notified at the time of the incident.